Event description:
Healthcare professional reported right side "ruptured biocell" implant and "capsular contracture" baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported right side "ruptured biocell" implant and "capsular contracture" baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.